Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, a review of the alarm log, and a service history review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during the power on self test and the alarm log review. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flo-gard pump was presented the f38 alarm. There was no patient involvement. No additional information is available.